Event description:
Received a report from a consumer who sought medical treatment after experiencing nausea, dizziness, itching and sharp pains while using the co's product. Consumer indicated using product in past without incident.